Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 486 mg/dl, which was treated with manual injections. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After taking batteries out and cleaning battery cap contact, display screen returned and passed self tes. Customer was advised to monitor insulin pump and battery cap would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.